Manufacturer narrative:
Additional manufacturer narrative: on 08/11/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, no additional information regarding the cause of death was provided. Two more attempts (on 08/12/2010 and 08/16/2010) were made to obtain a copy of the operative report, however, it has yet to be received. There is no additional information at this time.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:03. A review of device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 07/16/2010 and 07/23/2010); however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.